Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient went to the hospital for examination and it was said that there was a problem with the electrode. It was unknown if effective measures were taken and it was unknown what troubleshooting was done to provide insight to the issue. The patient was observing at home. Additional information was received indicating the cause of the electrode issue was not known. The issue could not be clarified as the specific problem has not been confirmed. No actions/interventions were taken to resolve the problem with the electrode. The issue has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the electrode issue was observed post-operatively.